Manufacturer narrative:
It was observed that during the device evaluation, the adhesive part of the objective lens has peeled off. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the adhesive part of the objective lens has peeled off.